Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that thrombosis occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Before the procedure, the patient was given aspirin 100 mg, plavix 75 mg and heparin 7500 i.u. During the procedure, the transesophageal echocardiogram (tee) showed a laa with a diameter of 16-22mm with a left atrium pressure above 10mmhg. The laa was 28-31mm in diameter via fluoroscopy. A 35mm flx device was primarily implanted. There was a massive shoulder and the device was not in a good position so a 27mm flx device was used. The control showed a good position and good compression. The device did not move during the tug test. Tee showed there was a gap of 0.2-0.5mm; however, this was considered okay and the device was released. After the procedure, the patient was loaded with aspirin 500 mg and 300 mg plavix. A tee performed two days post implant, prior to discharge, showed a thrombus on the device. The umbrella was still in place and the gap was still 0.5mm in size. The patient was discharged. On (B)(6) 2020, the patient returned for a follow up appointment and the thrombus was noted to have enlarged. However, the device remained in the same position. The patient was prescribed warfarin at this time. A follow-up appointment on (B)(6) 2020 noted that the thrombus was still present and only minimally reduced in size. Warfarin therapy will continue and another follow-up will take place in three months.